Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2004.

Event description:
It was reported that over the past two weeks, the patient described ¿feeling pacing lead¿ and ¿feeling pacer lead firing¿ intermittently that seemed to be consistent with diaphragmatic stimulation. The device data showed an increase in left ventricular (lv) pacing threshold with concurrent increase in output. Reprogramming of the lv vectors was performed and the patient had no further complaints. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.